Manufacturer narrative:
This report is for 2 unknown screw cortex. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had an allergic reaction (redness, hot, swelling, hard bumps) following a knee surgery on an unspecified date. On (B)(6) 2013 the patient had surgery to remove two screws. No additional screws were implanted as the knee properly healed. This report is for two unknown screw cortex. This is report number 1 of 1 for (B)(4).